Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Additional information was requested but not provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144255 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144255 and test base part number 190-430 / lot m144255. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144255 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.